Event description:
It was reported that the tourniquet deflated during a procedure. Bleed-through occurred into the surgical site. There were no adverse consequences related to the bleed-through, no medical intervention and no surgical delay.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.